Event description:
Hemodialysis tech reported that a pt in treatment with an althin-baxter system 1000 hemodialysis device was removing fluid at a rate higher than intended. The ultrafiltration (uf) goal was 2.8kg over a 4 hour treatment time. After 1 hour of treatment, the pt lost 1.86kg. The device uf rate was then re-programmed. The pt was administered 175ml normal saline and treatment was continued. The pt's final uf was approx 2.5kg. There was no pt injury or medical intervention reported.